Event description:
A past low blood glucose event was reported by the customer with the lowest level reaching 37 mg/dl. Low bg cause was not known. The customer consumed carbohydrates to treat the low blood glucose and was advised to consult with a healthcare professional to discuss factors affecting their blood glucose levels.